Manufacturer narrative:
The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: no product was returned against the complaint. A retained cartridge from identified lot was used to complete investigation. The cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Pa confirmed there was no product defect associated with the incident.

Manufacturer narrative:
Troubleshooting indicated that the loss of prime may have been due to a cartridge and/or infusion set issue. Animas does not manufacture the infusion set, but will forward the complaint to the relevant manufacturer. The alleged loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient experienced blood glucose (bg)readings of "high" (over 600 mg/dl) with excessive thirst and lethargy after multiple 'no prime' warnings occurred. The patient reportedly changed the cartridge, site, and set, and the patient's bg resolved to 200 mg/dl. The patient reportedly used a cartridge from a different box than the previous cartridge, and was able to successfully prime and deliver a bolus to correct the elevated bg. The reporter also noted that the infusion set tubing sometimes gets yanked on. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.